Event description:
It was reported that on (B)(6) 2026, a 16mm amplatzer pi muscular vsd was chosen for a procedure using an unknown delivery system. During the procedure, after deployment of the 16mm amplatzer pi muscular vsd, a left ventriculogram was performed and demonstrated residual shunting into the pericardial space; therefore, the device was recaptured and replaced with a 24mm amplatzer septal occluder. The 16mm pi muscular vsd was prepared and loaded using the device cable, loader, and tuohy-borst hemostasis valve from a 8f amplatzer torqvue delivery system and deployed through an 8.5f non-abbott delivery sheath. A subsequent left ventriculogram showed persistent flow into the pericardial space with concern for a possible second entry point. The leak was observed in a parallel tract adjacent to the device and was identified using angiography/fluoroscopy. The defect was estimated by transesophageal echocardiography to measure approximately 15 mm × 11 mm. The device and delivery sheath were then removed, and a larger 13f non-abbott delivery sheath with the 24mm amplatzer septal occluder was advanced and positioned. While positioning the equipment in preparation for an attempted placement of a larger post-infarct vsd device, the patient, who had been brought to the catheterization laboratory with ongoing chest pain, shortness of breath, and hypotension, became progressively hypotensive and required chest compressions. At that point, the standby surgical team assumed care, initiated cardiopulmonary bypass, and converted the procedure to an open surgical repair. The anatomical defect being treated was a left ventricular lateral wall rupture. The 24mm amplatzer septal occluder was removed during the procedure, and no abbott devices remained implanted. There was no allegation of malfunction related to the abbott device or the procedure. At last report, the patient was an inpatient recovering from surgical left ventricular rupture repair.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.